Manufacturer narrative:
(B)(4). The peritonitis event was further specified to be bacterial peritonitis. The patient was discharged from the hospital fifteen days after being admitted. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to have been born on an unspecified date in (B)(6). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with the cefazolin (1 gram) plus fortum (1gram) intraperitoneally (ip) for 3 days. On an unreported date, treatment was changed to tienam (1gram) plus ciprofloxacin (200mg) ip for peritonitis. The outcome of the event is unknown. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.